Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, for lead replacement (ref. MFR. Report 1627487-2015-05474). Post-operatively the patient was unable to freely move her left side. The patient was admitted for observation for possible stroke. Additional testing confirmed the patient had suffered a stroke. The patient's leg movement returned 1 hour post-operatively. The patient was hospitalized for 2 days and then sent to a rehabilitation facility.